Event description:
A customer contacted baxter technical service ctr regarding a system error code 2240 that occurred on the home choice (hc) during dwell 3. The technical service representative (tsr) assisted the caller to clear the alarm and advised to contact the nurse. The caller stated the patient line became separated while they were asleep. The caller finished therapy doing a manual exchange. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Per the customer, samples are not available for evaluation.